Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging a cocking control issue with a one touch lancing device. The reporter was unable to recall what date/time the alleged issue began. The reporter claimed, however, that due to the alleged issue the patient suffered a symptom of becoming comatose. On (B) (6) 2010, at an unspecified time, the reporter mentioned that the patient¿s blood glucose was tested on an ems meter and a result of around ¿40 mg/dl¿ was obtained. As a result of the alleged issue, the reporter claimed that the patient was treated with a glucagon injection by emergency medical services (ems). The reporter refused to provide any additional information and did not want a call back from lfs. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient became comatose and received treatment from ems as a result of the alleged lancing device issue.